Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and issues with the sensor. Customer's blood glucose level was 43 mg/dl. Troubleshooting for low blood glucose was performed. Customer treated their low blood glucose with glucose tablets and orange juice. Customer had issues with their sensor however their sugar glucose versus blood glucose was within acceptable range.